Event description:
During an unk procedure, clips would not hold after placing. They used another device to achieve the procedure (cometing product). There were no adverse consequences to the pt. No device returning.